Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the device was returned without a temperature sticker. An ncr was opened to address this issue.

Event description:
It was reported that the ar-2923bc-k, indicator label is missing.